Event description:
It was reported that a patient underwent a myomectomy on (B)(6) 2013. During the procedure, the surgeon morcellated and cut the first fibroid but experienced difficulty after the first couple of bites. The blade wouldn't eject. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The blade failed to rotate during the evaluation. It is likely that the accumulation of blood, body fluids, and tissue prevented the device from continuing to operate as intended. The yoke was likely softened through the wet decontamination processing of the sample.

Manufacturer narrative:
(B)(4): the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.